Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on an in-house system and failed normal mode as it triggered 23076 and 23138 errors on the insertion. The original insertion chipencoder virtual absolute (cva) printed circuit assembly (pca) was swapped out with new ones and the error no longer occurred. The original insertion cva pca was reinstalled, and the errors returned. The unit went through more testing on a patient side cart (psc) fixture test platform (pftp) with a new insertion cva pca and passed direction tests, lissajous, cva characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test carriage strength test, and carriage switches test. Root cause of this failure is attributed tocomponent failure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an error on universal surgical manipulator (usm) 1 was observed. A technical service engineer (tse) had the customer hard power cycle but issue was not resolved. Tse had the customer exercise the usm 3 with no resolution. The procedure was completed with no reported injury.